Event description:
A healthcare professional (hcp) reported one incident of blood leak with the psn 210 dialyzer. Incident occurred less than one hour into treatment and was noted by the cobe c3+ hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate. Blood from the extracorporeal circuit was returned to the pt with estimated blood loss reported as minimal. No pt injury or medical intervention reported per hcp.